Event description:
It was reported that the insulin pump had a blank display, then began having ramping numbers. The customer was able to return to the set time and date screen, but he found that the device had somehow turned off the vibrate setting. He was also unsure whether the basal settings were correct. The blood glucose reading was 295 mg/dl. The customer treated with a bolus. Upon inserting a new battery, the insulin pump's display returned. Advised the customer to monitor the device and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.